Event description:
It was reported that death occurred. The patient presented with myocardial infarction (mi). Vascular access was obtained via femoral artery. The 28x2.5mm target lesion was located in the non-calcified and mildly tortuous right coronary artery (rca). The lesion was successfully treated with placement of a 2.50x28mm promus element¿ plus stent. Post procedure, the patient was transferred to intensive care unit (ICU) and immediately, the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).